Manufacturer narrative:
The device was returned for evaluation. Visually and optically examined driver tip; tip hex corners ~0-4mm from the tip appear to be rounded, but no breakage or cracking could be identified. Dimensional inspection of found overall tip length within print specification. Functionally evaluated driver by driving two sample multi-axial screws into simulated bone. Driver functioned as intended and drove screws without issue.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1. It was reported that the driver tip broke during use. The broken piece was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.